Event description:
It was reported that a few mins into a da vinci s prostatectomy procedure, the surgeon side console (ssc) switched to battery power and then turned off after approx 2-3 mins. The isi rep present for the procedure reset the system breaker, tried a different power outlet and secured the power cable, however, the ssc would not power on. The surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the customer reported complaint was related to the primary power supply (pps). The pps is a +48v power supply with battery backup and is mounted outside of the system control electronics chassis. The system was repaired by replacing the pps. As of 10/29/2009, there have been no reported recurrences of the issue at this hospital.